Event description:
It was reported that the lead was explanted due to varying impedance measurements and noise. The patient was asymptomatic and did not have any complications after lead removal.

Manufacturer narrative:
The reported field experience of noise and low impedance were confirmed in the laboratory. The soft distal tip of the helix header had abrasion through the rubber down to the metal of the header. The metal of the header in the abrasion area was also worn and smoothed. The abrasion found is characteristic of lead friction to another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The lock on the end of the biliary tube snapped off while trying to insert the tube. It was replaced with another tube and the patient was not harmed. It seems there was a defective lock.